Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable clamp tubing. The patient had to waste two cassettes no patient injury was reported.

Manufacturer narrative:
Other, other text: the device manufacturer date was not provided, in the initial report. Updated h4. The expiration date precision field was not provided, in the initial report. Updated d4.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4) .